Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery. A perforation occurred during use of an unspecified device. The 2.8 x 16 mm graftmaster stent delivery system was advanced; however, the device was unable to cross, due to the patient anatomy. The device was removed without issue. A 2.8 x 19 mm graftmaster stent was then advanced, with the stent implanted to successfully seal the perforation. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.